Manufacturer narrative:
The inlay remains implanted and is therefore not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and decreased vision are listed in the device labeling as known potential risks. Complaint reference number: (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the right eye on (B)(6) 2017. Postoperatively the patient presented with infra-nasal inlay decentration and decreased best corrected distance visual acuity (bcdva) from 20/20 (preoperatively) to 20/40 immediately prior to repositioning on (B)(6) 2017. At last examination on (B)(6) 2017 the patient was reported as stable and bcdva improved to 20/25-2.